Manufacturer narrative:
H3: eamination of valve in our lab revealed calcification within each cusp, especially oncentrated at attachment site between right and left-coronary cusps, which resulted in stenosis of effective orifice area, multiple disruptions, including detachment of right and left-coronary cusps, as well as incomplete coaptation. Host tissue overgrowth encroached onto each leaflet and fused both commissures of noncoronary cusp, contributing to stenosis of valve. Mechanical injuries were noted in each cusp which appeared artifactual of explant. X-ray analysis revealed calcification within aortic wall of each cusp. Add'l, calcification was noted in bellies of right and left-coronary cusps, especially concentrated at attachment site between these artifactual of explant. Primary cause for dysfunction of this valve was determined to be due to calcification. These findings would account for symptoms noted clincically. H6: 86=x-ray analysis

Event description:
This event was reported as "structural deterioration" and ivassive aortic insufficiency. No further information provided.